Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02250. It was reported that the burr became stuck on the guidewire. A 1.50 mm rotalink¿ plus and a 330 cm rotawire¿ were used in a percutaneous coronary intervention. During procedure, it was noted that the burr became stuck on the guidewire and was unable to rotate. The burr and wire were then pulled out together from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.